Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8141404. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage at diaphragm with lot #8141404 regarding item #383005 according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii y18gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: before the operation, the patient was injected with indwelling needle for infusion, and the infusion site was moist after about 5 minutes of infusion. After observing, the leakage was at the indwelling needle cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y18gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: before the operation, the patient was injected with indwelling needle for infusion, and the infusion site was moist after about 5 minutes of infusion. After observing, the leakage was at the indwelling needle cap.